Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ¿ paroxysmal ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and it was observed that the sheath tip was split. It was reported that at the vizigo¿ sheath and dilator transition point, the sheath tip was split and the physician was unable to advance both over the wire and into the patient's groin. The sheath was exchanged with another vizigo¿ to continue the case. No adverse patient consequence was reported.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 08-jan-2024, the biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ¿ paroxysmal ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and it was observed that the sheath tip was split. It was reported that at the vizigo¿ sheath and dilator transition point, the sheath tip was split and the physician was unable to advance both over the wire and into the patient's groin. The sheath was exchanged with another vizigo¿ to continue the case. No adverse patient consequence was reported. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. A visual inspection evaluation of the returned device was performed following bwi procedures. Visual analysis of the returned sample revealed that the soft tip of the device was found bent with no broken parts. No other anomalies were observed during the inspection. Device history record was performed for the finished device number lot 60000234 and no internal action related to the complaint was found during the review. Additionally, the manufactured date has been provided. Therefore, field h4. Device manufacture date has been populated. The issue reported by the customer was confirmed. The root cause of the damage observed in the soft tip could be related to the handling of the device since the dilator went off from the vent hole. It should be noted that product failure is multifactorial. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi¿s quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).